Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Engineering evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2025, a gore® tag® conformable thoracic stent graft with active control system (ctag) was intended to be used for a thoracic endovascular aneurysm repair (tevar) together with a 24 fr gore® dryseal flex introducer sheath. When the physician pulled the first deployment handle, the deployment handle came loose and the deployment wire broke. The physician then pulled the second deployment handle but that also did not deploy the endoprosthesis. It is not reported if the second deployment line also broke. The constrained/undeployed ctag device was taken out of the patient through the introducer sheath. Another ctag device was successfully used on the patient, and the patient is doing well.

Manufacturer narrative:
Updated d9, g3. Corrected h6: updated type of investigation code to b01, b15 could be removed. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. The fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. ¿ the primary deployment line (pdl) was identified to be broken at the pdl connector. The observations of the device evaluation support the physician¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded and no manufacturing defects were identified on the pdl, primary sleeve or pdl connector. When the deployment hatch was opened, the pdl was accessible. As part of the evaluation, the pdl was successfully deployed through the hatch using hemostats. The primary deployment sleeve deployed and unstitched as expected without resistance. The secondary deployment line (sdl) was correctly connected to the sdl connector. Primary deployment not completing is likely due to the primary deployment line breaking. The cause of the observed fiber break was not able to be identified through the evaluation of the device and the manufacturing process. The pdl appears to have been routed correctly, which can be confirmed through the visual inspection of the primary sleeve, pdl (including sleeve routing pattern and slipknots), pdl connector and the successful deployment through the hatch during the device evaluation. Based on this investigation, there is no evidence to suggest a manufacturing deficiency. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.